Manufacturer narrative:
Failure analysis confirmed and reproduced the reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.21" x 0.63" was found to be broken off the yaw pulley. The broken piece was returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the paddles from a cadiere forceps instrument broke off and fell into patient during the case. Surgeon was able to retrieve piece in the same procedure. The procedure was completed with no reported injury. Intuitive surgical inc (isi) obtained the following additional information about the complaint: the instrument was inspected before use. She doesn¿t know what surgical task the surgeon was doing when the instrument broke. There was no collision with another instrument or accessory. They used a prograsp instrument to retrieve the fragment. They did not do any post operative tests because they had no problem retrieving the fragment from the patient. The do not have any video recordings of the issue. She is not aware of any injury to the patient post procedure.